Manufacturer narrative:
Mentor received a confirmed date of explant. Additional information received indicated the patient experienced autoimmune symptoms. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Pt report source it was reported that a patient implanted with two 475cc mentor smooth round moderate profile saline breast prostheses experienced symptoms including burning, tenderness, shortness of breath, and back pain post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device. Were you implanted in the united states? Yes. Will the original surgeon be the same as the explanting surgeon? Unknown. What are you experiencing? Burning, tenderness both side but more on the left; shortness of breath; back pacin on left side. Which side is this happening on? Bilateral. If deflation/rupture was event spontaneous or did you experience any trauma? Spontaneous any pre-op scans available? No. If capsular contracture, what is the baker grade? N/a. Do you have prior history of capsular contracture? N/a . Have you consulted with a medical professional? No implant information: left catalog number 3501680 left serial number 5587959-051 right catalog number 3501680 right serial number (B)(6) are the devices smooth or textured? Smooth did patient have implant replacements: doe not scheduled was patient replaced with mentor gel? Doe not scheduled if implants removed, did the symptoms improve? Doe not scheduled new devices information: left catalog number unknown left serial number unknown right catalog number unknown right serial number unknown.